Event description:
Prior to implant procedure, a conductor fracture was visually noted on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clean. Visual examination found of the outer insulation and the outer coil compressed at the distal region consistent with procedural damage. Tool markings on both sides of the outer insulation were noted in this region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.